Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Based on the operative report provided, this patient presented with severe aortic stenosis of her native valve. Therefore, she was referred for aortic valve replacement. Upon transecting the ascending aorta, there was a significant amount of calcification ascending of the root identified. The [native] valve was tricuspid and calcified. The valve was excised and the root debrided. A 19 mm edwards bioprosthetic valve was placed; however, under tee ultrasound, there was perivalvular leak at 2 areas of the aortic valve. The ascending aorta was re-crossclamped and the aortotomy reopened to inspect the leak. Using manipulation and probing, no perivalvular leak was identified. However, because of significant calcification of the annulus, it was felt that it was most likely secondary to poor tissue, a difficult approximation between a harder sewing ring and the calcified tissue. Therefore, further debridement was performed and another edwards bioprosthetic valve was placed. This time there was no perivalvular leak on tee. The patient was noted to have tolerated the procedure very well. Per the discharge summary, the patient was able to be successfully extubated on post-op day #2. The patient was neurologically intact. On post-op day #4, the patient showed interstitial changes consistent with a pneumonia. The patient's respiratory status worsened as her secretions increased. She became hemodynamically unstable and required inotropic support. Her renal function worsened and she started on cert. The patient subsequently recovered from her pneumonia with a stabilization of her overall multiorgan failure. The patient started to show slow improvement. Repeat echo showed stable cardiac function. The patient continued to be aggressively dehydrated on cert in order to improve her respiratory condition. The patient's family was very concerned with her slow progression. They felt she would rather pass if there was any doubt of a complete recovery. The situation became medically a little bit more difficult as patient was on verge of being extubated; however, the family denied any possible reintubation at a later point. Therefore, further aggressive weaning on the ventilator with dehydration with cert was performed. However, on (B)(6) 2011, no new events occurred. Family; however, decided at this point in time not to proceed with any further medical care. All further medical support was interrupted and the patient extubated. All drips were stopped and the patient was made comfort care and passed on.

Manufacturer narrative:
Device not returned. Unfortunately, the subject valve was not returned; therefore, the device could not be assessed for any malfunction or quality deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, the operative report indicates that the perivalvular leak was most likely secondary to the patient's calcified annulus. There is no evidence of a device malfunction. No further actions are possible with the available information.